Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high", however, a specific bg value was not provided. A manual insulin injection was administered to address bg. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.